Event description:
Customer alleged blood glucose results of 366 mg/dl on the advantage system compared to 120 mg/dl on a professional meter when tests were performed back-to-back. The customer reported no symptoms and did not report any treatment or action based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device, and replacement product was sent.